Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. No observed wrinkling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture," "local pain" and "irregular contours.". Later patient representative reported "severe pain, discomfort and visible changes in the breast area", "ruptured silicone prosthesis", "intense emotional shock and visible aesthetic damage" and "emotional vulnerability, embarrassment, and insecurity with image" this record is for the right side. Device was explanted and replaced with another manufacturer's device and it will not be returned.